Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the bronchovideoscope was noisy and had vertical lines. The issue occurred during procedure. There was no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, additional reportable malfunctions were noted: noise appears in the image during up/down angulation due to damage to the imaging unit; adhesive residue was present on the imaging guide snake tube, and sticky residue was on the universal cable. Based on the results of the investigation, a cause was not established for none of the malfunctions. The foreign material could not be identified. It is likely the following led to the imaging malfunctions: component damage or degradation, environmental issues such as dust/contamination/humidity, optical issues, thermal issues, and electrical issues like signal loss or circuit breaks. The event can be detected/prevented by following the applicable chapters in the instructions for use which state:should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info